Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg pocket. As such, surgical intervention took place wherein the ipg was explanted and replaced with smaller ipg to address the issue. Reportedly, the issue has been resolved post op.